Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as a surgical impact opening and two opening on anterior side assessed as surgical damage. Additional observations: stress marks observed. Red particles observed on the surface of the shell. Creases were observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.